Event description:
Argon unit was not firing efficiently. New probe was tried with no change in outcome. Staff did then find a kink in the hose. Staff did then use an alternative gold probe for cautery with success. Device was found to have defective monopolar cable which was replaced after full eval. No noted pt harm.